Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The following component modules were replaced. System interface circuit board, single board computer circuit board, and generator interface circuit board. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had communications errors. There was no adverse patient involvement reported. There was no patient information reported.